Manufacturer narrative:
Reference record (B)(4). Event: additional information.

Event description:
On (B)(6)2019 it was reported that the patient experienced gastric ulcers. After a check-up in an outpatient clinic, the patient reported abdominal pain. She was admitted to the hospital on (B)(6)2019 for gastroscopy and peg/j removal. On (B)(6)2019 , she underwent peg/j removal. The duodopa was permanently discontinued on (B)(6)2019 . On (B)(6)2019 , the gastric ulcers resolved.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910 the device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in slovenia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. (B)(6) 2019 severe gastric ulcer was reported from duoglobe study. Patient was discontinued from the study. No further information is available.